Event description:
Product was returned as implant failure at 7 months. Based on the report, patient's medical history was described as bruxism and tobacco use. Patient's oral hygiene was described as poor and bone condition was described as moderate. Surgery was traditional 2 stage and doctor indicated that the implant was removed because of infection, poor oral hygiene and patient health habit.

Manufacturer narrative:
Device evaluation in process, not completed yet.